Event description:
On 05-feb-2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 52 year old male with atheroscoerosis of native artery of extremity with intermittent claudication. There was no additional patient information available. Return product is available for investigation. Method; date; tested; result; heparin & times. I-stat, (B)(6) 2024, 10:46, 190 secs, 10,000 u ml & ni. I-stat, (B)(6) 2024, 10:58, 201 secs, 3000 u ml & 10:45-11am. I-stat, (B)(6) 2024, 11:18, 206 secs, 3000 u ml & 11:00-11:15. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-apr-2024. The customer reported unexpected results when testing cartridges from act kaolin cartridge lot r23323. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing of act kaolin cartridge lot r23323 met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure).

Event description:
Na.